Manufacturer narrative:
The products and clinical images were requested from the field. A follow up report will be submitted if they are received and additional information is discovered.

Event description:
An impella cp was placed for support into a (B)(6) male for ami/cgs. Pump flows were low and position alarms were triggered immediately after the pump was started. Echo imaging revealed papillary muscle head and tendinous chords were drawn into the pump inlet. The clinical team repeatedly attempted to reposition the device. The patient's condition was deteriorating therefore the pump was removed. The patient expired due to cardiogenic shock.